Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not reproduced field evaluation. The fse verified that there was no issue with the system or the erbe generator when tested. The issue was likely due to a intermittent fault on the erbe generator power cord. Following this, the system was further tested, operated without error and verified as ready for use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. System log/technical review: verification via rfe logs confirms the occurrence of a procedure on the reported event date matching the documented event details. No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation this complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to the erbe generator not powering on. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy, the customer experienced issues with the erbe generator as it was unable to power on. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: procedure had started already with ports placed when the issue occurred. The customer received phone assistance from the technical support engineer (tse). Upon verification, customer stated that the erbe generator initially worked and then shut down. Troubleshooting was attempted by verifying the power connection to the wall outlet. No known impact or patient consequence was reported. No other information available.